Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer miscalculated the amount of insulin needed to address a blood glucose level, and subsequently delivered a larger bolus than needed. Customer¿s blood glucose level lowered to 40 mg/dl. Additional information was not provided.